Event description:
It was reported that the patient had a 4d computed tomography (CT) scan on (B)(6) 2024 as follow-up for a high pitched noise from the left ventricular assist device (lvad). Log files were sent previously in april 2023 without notable concern from the abbott team. The impression of the CT showed that the inflow cannula of the lvad was found to be cranially directed with dynamic encroachment of the myocardium of the anterior wall and septum into the periorifice blood volume and inflow cannula during systole. No significant outflow graft stenosis was seen. There was a mild amount of biodebris accumulation seen extrinsic to the outflow graft. On (B)(6) 2024 the patient was admitted for increased heart failure symptoms. Related MFR #2916596-2023-02248 captures onset of high pitch noise from the lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula cannot be confirmed based on this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file revealed the device operating as intended above the low speed limit. No unusual events, alarms, or flow related issues were noted. The patient passed away on (B)(6) 2024 due to vasoplegia from end-stage liver disease. The patient had liver disease before left ventricular assist device (lvad) implantation. The death was considered to be caused by the progression of the patient's disease and was not device related. Multiple attempts for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the hm ii lvas patient handbook rev. C, are currently available. Section 1 of the IFU lists adverse events, including death, that may be associated with the use of the hm ii lvas. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Additionally, section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The hmii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.